Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-06589. It was reported the patient has been receiving inadequate coverage. Reprogramming was unable to provide resolution. An impedance check revealed high impedance on both of the patient's leads. As a result, the patient plans to undergo surgical intervention to address the issue.